Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3531, product type: external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported the patient was told to switch from the left to the right every few hours to compare improvement with symptoms. The patient stated the healthcare professional (hcp) had a rough time placing the right lead and it took about 6 attempts. The patient stated they switched the right lead early on the morning of (B)(6). The patient stated her right leg felt numb and tingling. The patient stated when she stood her right leg just gave out on her and she fell hitting her shoulder. The patient noted she had a follow up with the hcp on (B)(6). The patient was advised to switch to the left lead. There were no further complications that have been reported as a result of this event.